Event description:
The customer reported that the system would not boot up. The system has been sitting for about a year. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the sram and the technique processor printed circuit board. The system was tested and found to be working as intended and put back in service.